Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, (B)(6) 2022. The serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing, it was discovered that the attachment device was not working. It was further reported that the attachment came back with a cutter fragment stuck in it and nothing else was visible. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. The device was visually inspected, and it was found that the drill bit failed the visual assessment because the tip of the device had broken off and due to the condition of the cutter. The device was taken apart and it was noted that there was excessive corrosion, and medical debris in the locking mechanism assembly preventing the lock tabs from releasing the cutters which caused the failure. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter in which it was received. The device could not be functionally or visually tested because a piece of the cutter had broken off below the laser marking and the identification of the cutter and the lot number could not be identified. It was further determined that the rest of the cutter was not returned. It was further determined that the cause of the cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. It was determined that the cause of the medical debris and detergent residue buildup was due to improper cleaning (user error). Therefore, the reported condition of the cutter broken off and stuck in the attachment was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.